Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Reporter is a j&j sales representative. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on an unknown date in (B)(6) 2021, the silicone handle quick coupling/short broke. It seems there is only one circle of thin metal connecting the 2 parts. There was no patient consequences reported. No further information provided. This report is for one (1) silicone handle quick coupling/short. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: part: 03.111.013, lot: 3l78331, manufacturing site: bettlach, release to warehouse date: july 8, 2019. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Complaint is confirmed as we are able to confirm complaint description, it is clearly visible that the welding between quick-coupling and the handle is broken, based on the received pictures. Furthermore, as on both part "quick-coupling and handle" a bit of the welding is still visible, we have to assume that the article were manufactured according to specifications. For further examination it is necessary for us to receive the part back. Product was not returned therefore no further investigation possible. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available (information or/and material), the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.